Manufacturer narrative:
The investigation for the reported "pump did not start" issue has been completed. Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the pump did not start issue was not determined since product and data logs were not returned.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A patient with acute st-elevation myocardial infarction required hemodynamic support from an impella cp with smartassist heart pump. The user reported that the heart pump could not be started after implant. The pump was subsequently replaced with another impella cp pump for patient support.